Event description:
On (B)(6) 2012, the patient contacted animas and left a message stating that the keypad buttons were not working. The patient claimed that the keypad buttons have been less responsive for the past month and was getting worse. The up arrow and down arrow keypad buttons were reportedly responding 20% of the time and the contrast button did not respond at all. The patient reportedly wore the pump in a pocket and used a damp cloth to clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow and contrast keypad buttons were intermittently responsive during testing and required excessive force in order to elicit a response. There was evidence of keypad contamination found under all key contacts.